Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/18/2015 with the following findings: a time/date reset was unable to be confirmed in the black box. A manual time change was made on (B)(6) 2014 from 18:00 to 17:05. The pump was exercised for 24 hours with the returned battery cap and returned cartridge cap. After 24hrs, the battery was removed for approximately 23 hours; when the battery was reinserted the time and date did not reset to the default setting. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had experienced a blood glucose (bg) of 68 mg/dl with shakiness and blurred vision. It was reported that the date was correct, but not the time. Reportedly, the patient remained on the insulin pump and self-treated with oral carbohydrates as needed. During troubleshooting with customer technical support (cts), it was revealed that the pump correctly maintained the time and date after the pump was rebooted. This complaint is being reported because the patient allegedly experienced hypoglycemia due to use error in incorrectly setting the time in the pump.